Event description:
On (B)(4) 2013 the lay user/patient in ireland contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The patient was unable to provide results that were obtained on either the reported meter or the other meter that was being used for comparison. Information regarding the time difference between the tests was also not available. At that time, the patient experienced no symptoms of high or low blood glucose levels. There was no patient injury associated with this issue. However, since lifescan cannot confirm that the meter was reading accurately, this complaint is being reported.